Event description:
It was reported that during a sigmoidectomy, the staples did not form into b-shapes. To fix this, the surgeon had to clip the top of the stapler and then suture the resection. There was no adverse patient consequence.